Event description:
How it happened, I wanted to be off the pill so I went to my doctor she gave me options so I took essure because it would be the right thing for me to do. When I had it done right after I was out, I was still in pain a burning sensation on my ovaries. Took meds didn't work. Every month I had to go thru the same thing. Pain and discomfort. Had very bad period cramps, headaches. Period all month. Didn't want to have sex because I was on my period all the time and it hurt! I'm done with this!!